Event description:
Patient was diagnosed with lumbar degenerative disease in 2005. And he underwent an operation in same year. Five months later, the pt had a check again and it was found that the internal fixation device moved from position. Five days later, the patient had a revision. During the operation, it was found that the ball ring had broken.